Event description:
While opening the door of the stationary gantry, the door reportedly fell off its hinge. We were informed that the door hit the operator's head at the time of the incident, resulting in a bump. The investigation of this tissue showed that one of the door hinges had become loose. We believe this is a result of excessive wear of this hinge.

Manufacturer narrative:
Incident appears related to excessive wear of door hinge.